Event description:
It was reported urine spilled btween the filter and the case of the device due to a leakage.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. A new product without leakage was used instead. There was no report of harm to the pt due to the device malfunction. No add'l details have been provided, however should info be provided, a follow up report will be submitted.